Event description:
Neurosurgery patient seen for annual follow up for a l3- l5 posterior fusion with interbody implants. Subsequent x-ray noted that there is a crack in one of the bottom screw at the posterior aspect of the pedicle. This was a new finding compared to previous x-rays. The patient did not have any symptoms or complaints of pain. The implant remains in good position. No need for removal. The patient has been complaining of pain conincidentally since learning about the broken screw with weather changes. However, most recent x-rays confirm proper alignment maintained and screw position unchanged. Patient has been prescribed physical therapy for probable acute sacroiliac dysfunction or sacroiliac inflammatory process or arthritis.